Manufacturer narrative:
Not returned to manufacturer.

Event description:
(B)(6) (l cfa dissection - procedure complication). Event description: l cfa dissection - procedure complication (001-vascular complication): on (B)(6) 2015, same day of the index procedure, post valve deployment, angiogram revealed a large bore at the left common femoral artery associated with bleeding. Of note, site has confirmed that bsc transfemoral sheath (lotus introducer) was responsible for the lcfa dissection. Site does not want wish to report a cec event of bleeding. Hemostasis, was not achieved at left femoral artery due to a perforation and failure of the preclose device (per source). Site confirms it was not a perclose device failure but due to tf sheath, queried if this sheath can be attributed to any bsc device, response awaited. The subject was also noted to have developed a new onset of lbbb (ae-002). An arteriotomy was performed and a gore viabahn 9.0/50 mm eptfe covered nitinol self-expanding stent was placed over the site. This successfully obliterated flow through the arteriotomy site (per source). The final angiography revealed no femoral stenosis and bleeding. Per source, on (B)(6) 2015 hematology measurements revealed drop in hemoglobin and hematocrit values (please also see lab data): lowest hematocrit value associated with ae: 35.3 % (standard reference range: 37.5 - 49.5 %). Lowest hemoglobin value associated with ae: 12.1 g/dl (standard reference range: 12.5 - 16.5 g/dl). No transfusion was performed. The varc criteria was access site or access related vascular injury leading to major complication. The subject recommended to continue aspirin, clopidogrel and high dose of statins. Beta blockers were held initially secondary to lbbb but restarted on discharge. Torsemide was held on discharge secondary to euvolemic condition. On (B)(6) 2015, the event was considered recovered/ resolved. On (B)(6) 2015, the subject was discharged on aspirin. No other documents or information will be available. Potential relationship to study procedure per investigator: related.

Manufacturer narrative:
Reprise clinical trial is a randomized, controlled study to evaluate the safety and effectiveness of the lotus¿ valve system in patients with calcific, severe aortic stenosis and who are considered to be at either high or extreme risk for surgical valve replacement. Device review could not confirm the reported complaint as the device was not received for review. Lhr for lot 246447r was reviewed. No observations were identified which could potentially contribute to the reported event a similar complaint review was completed for lot 246447r no significant trend was identified. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. The event description also details the [?]onset of lbbb' (left bundle branch block). This do not appear to have any relationship to the lotus introducer sheath. This complication is specific to within the heart, therefore as the lotus introducer set does not reach this point in the anatomy, it can be concluded that there is no potential this anomaly is caused by the lotus introducer set. The event description confirms that "the final angiography revealed no femoral stenosis and bleeding." Per crf, on (B)(6) 2015, the event was considered recovered/ resolved. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
Reprise iii 0322r3035 (l cfa dissection - procedure complication). Event description: l cfa dissection - procedure complication (001-vascular complication): -on (B)(6) 2015, same day of the index procedure, post valve deployment, angiogram revealed a large bore at the left. Common femoral artery associated with bleeding. -of note, site has confirmed that bsc transfemoral sheath (lotus introducer) was responsible for the lcfa dissection. -site does not want wish to report a cec event of bleeding. -hemostasis, was not achieved at left femoral artery due to a perforation and failure of the preclose device (per source). Site confirms it was not a perclose device failure but due to tf sheath, queried if this sheath can be attributed to any bsc device, response awaited. -the subject was also noted to have developed a new onset of lbbb (ae-002). -an arteriotomy was performed and a gore viabahn 9.0/50 mm eptfe covered nitinol self-expanding stent was placed over the site. This successfully obliterated flow through the arteriotomy site (per source). -the final angiography revealed no femoral stenosis and bleeding. -per source, on (B)(6) 2015 hematology measurements revealed drop in hemoglobin and hematocrit values (please also see lab data): lowest hematocrit value associated with ae: 35.3 % (standard reference range: 37.5 - 49.5 %). Lowest hemoglobin value associated with ae: 12.1 g/dl (standard reference range: 12.5 - 16.5 g/dl). -no transfusion was performed. -the varc criteria was access site or access related vascular injury leading to major complication.. -the subject recommended to continue aspirin, clopidogrel and high dose of statins. Beta blockers were held initially secondary to lbbb but restarted on discharge. Torsemide was held on discharge secondary to euvolemic condition. -on (B)(6) 2015, the event was considered recovered/ resolved. -on (B)(6) 2015, the subject was discharged on aspirin. -no other documents or information will be available. Potential relationship to study procedure per investigator: related.